Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked between the hub of the catheter and the catheter. The IV had to be removed and restarted. It is unclear when the event took place. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
H.6. Investigation summary: device/batch history record review: as this complaint was an MDR; DHR review was performed on lot number 7326966. The lot number was built on afa line 4, from december 8, 2017 thru december 11, 2017. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the setup and in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received two iag winged 24ga units from the lot number 7334848. One unit consisted of a used catheter/adapter assembly attached to a extension set, attached to a needless connector attached to a bd syringe. One unit was an unused representative unit in a sealed package. Visual/microscopic examination: used ¿ no cuts, holes, splits or the needle piercing thru the catheter tubing wall. Unused: - no cuts, holes, splits or the needle piercing thru the catheter tubing wall. Water/air leak test: a lab. Used ¿ a lab-supplied male slip luer test fitting was connected to the end of the adapter. The water/air leak test was performed. Air bubbles were observed coming from the nose of the adapter. Unused: a lab-supplied male slip luer test fitting was connected to the end of the adapter. The water/air leak test was performed. No leakage was observed on any of the areas of the unit. The used unit dissected to locate where the leakage was from; observed the tubing had a cut/slit in the tubing above the wedge. Investigation conclusion: root cause relationship of device to the reported incident: manufacturing. Comment: a definite root cause for slit could not be determined. The failure could potentially happen on zone 1, zone 2 or zone 5.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked between the hub of the catheter and the catheter. The IV had to be removed and restarted. It is unclear when the event took place. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that bd insyte autoguard shielded IV catheter leaked between the hub of the catheter and the catheter. The IV had to be removed and restarted. It is unclear when the event took place. No reports of serious injury or medical intervention noted.